Event description:
Customer wanted to use the osteoraptor anchor, but the first 3 he tried to use shattered upon insertion and the fourth was successful. Anchor split in half upon insertion. Product incident report confirms that the pieces were removed from the patient and no patient injury resulted. Surgeon followed the surgical technique.

Manufacturer narrative:
No devices are being returned for evaluation.(B)(4)